Manufacturer narrative:
This issue does not meet reportability criteria; however, it is being reported to the FDA as the complaint was received via user report. An investigation is pending at this time. A follow up will be submitted once all investigation activities are completed or additional information is obtained. This is 4 of 4 MDR submissions. Reference report #: mw5180763, mw5180764, mw5180765. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a medwatch report which reported the following information: an inaccurate glucose reading issue was reported with use of the abbott diabetes care (adc) device. It is unknown whether the customer noted a trend arrow on the device. A customer declared: " it continued the pattern of clinically inconsistent readings observed in earlier devices. Paired testing with a fingerstick glucometer repeatedly showed significant discrepancies. The average variance between fingerstick and cgm readings for this sensor was 18.75%. Although slightly lower than sensor #2's variance." There was no report of emergent medical intervention for the reported issue. Adc customer service attempted to contact the customer 3 (three) times to gain additional details regarding this event, however all follow up attempts were unsuccessful. Based on the information provided, there was no report of serious injury associated with this event.